Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. The lot # of test strips associated with the even indicated by the customer was invalid. Therefore, the returned meter was tested with the in-house contour next test strips from a different lot than the one indicated by the customer using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that one of the customer's blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.